Event description:
The pt experienced severe withdrawal on (B)(6) 2011 which included: shaking, sweat and headaches. The pump was checked and a motor stall occurred. The pump was attempted to be restarted without success. The pt was hospitalized with intravenous injection. X-rays confirmed that the distal end of the catheter was at l5-s1 which indicated that it may have migrated. Only the pump was replaced and the pt was okay. The drugs being administered via the pump were lioresal and morphine.

Manufacturer narrative:
(B)(4).